Manufacturer narrative:
(B)(4). The device history review of the product visistat 35w non-sterile lot #73a2100360 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Staples come off after two days and are difficult to place in the stapler, there are a risk for the patient(infection).